Event description:
Related to MFR report # 2030404-2012-00229. It was reported while using the cool path catheter during an ablation procedure, the device leaked. During an atrial fibrillation ablation procedure, the physician noted the temp on the ep workmate system was not regular. Upon inspection of the catheter, the irrigation port was noted to be damaged and leaked. The catheter was replaced with a second cool path catheter. The physician noted when the second catheter was removed from the package, the irrigation port was loose; however, this catheter was used to continue the procedure. Despite good contact with the surface of the heart, the temp and power varied. It was then noted that the irrigation port broke. The procedure was successfully continued with a therapy cool path duo catheter. There were no adverse consequences to the pt. The pt¿s current status is listed as fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.